Manufacturer narrative:
(B)(4).

Event description:
The customer discovered questionable results were generated for patient samples after the total prostate specific antigen (tpsa) result for one sample was questioned by a physician. The customer pulled and repeated other samples that were initially tested around the same time period. All results matched except for the two following patient samples. Patient 1 initial 25-hydroxyvitamin d result was 44.27 ng/ml. The repeat result on a different cobas e601 analyzer was 22.31 ng/ml. Patient 2 initial thyrotropin (tsh) result was 1.69 uiu/ml and the repeat result on a different cobas e601 was 2.47 uiu/ml. This patient was female. The customer stated that they had some sort of rack line error at the same time the rack with these samples was processing. The initial results were reported outside the lab. The repeat results were believed to be correct and revised reports were issued. The patients were not adversely affected. The 25-hydroxyvitamin d reagent lot number was 18468901 with an expiration date of 04/30/2016. The tsh reagent lot number was 18499801 with an expiration date of 12/31/2015. The field service representative could not determine a cause. He cleaned and checked the rack path as a preventive measure. He checked mechanism adjustments and checked the sipper flow path for any obstructions. He ran and observed mechanism checks and performed precision studies with results within guidelines.

Manufacturer narrative:
The investigation found at the time the samples were processed there was an analyzer alarm indicating a problem with sample rack transportation. Most likely there was a problem with rack transportation that could cause an incorrect sampling position where the system could not detect the liquid level of the sample correctly. No further issues occurred after the field service representative's actions of cleaning the rack path.